Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The results of the investigation are inconclusive since the parts of the device that were mentioned were not returned for analysis. The unit was powered on by directly connecting the golden power supply to the unit. The unit completed service prior to the completion of complaint investigation. However, there is no impact since this complaint investigation is related to fraying that was observed on the power cords/cables which were not returned. Therefore, this investigation can be processed and closed per 50099-0021-011 rev bf using the diagnostic test completed during service. The unit passed all steps of the diagnostic test and no issues were found. As the power cables (power cord, right angle cable, and power supply) were not received the results of the complaint are inconclusive since it was unable to determine whether or not there was fraying on any of the power cords/cables. The problem of the power connector plug is damaged and the power connector plug is frayed with exposed wires was inconclusive as only the unit was returned and no power accessories were returned.

Manufacturer narrative:
(B)(4) cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.